Event description:
The pt's daughter reported that the pt obtained out of range normal control solution test results & lower blood glucose readings with co's device. On an unknown date within the last wk. Pt opened bottle of test strips & obtained blood readings in the 70 mg/dl. Because these blood glucose readings seemed lower than his typical blood glucose readings with co's device (in the 100 mg/dl range), the pt's daughter performed 3 back to back normal control solution tests. She obtained 2 different test results of 93 mg/dl and another control solution result of 87 mg/dl versus a normal control solution range of 110-164 mg/dl (solution lot vg105, exp. 7/97). The contact then opened a new bottle (code 10, exp 7/97) and obtained a normal control solution test result that was within range. She does not know the specific result. With the rep, the pt's daughter obtained a normal control solution result of 95 mg/dl with lot number 1l5061. The control solution was opened some time within the last wk. The contact shook the control solution before she applied the sample to the test pad. The desiccant is in all bottles of device. The pt's meter was set to the appropriate code when all tests were performed. The pt does not have a check strip.